Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The cause for the failure was isolated to a thermally damaged u713 op amp on the distribution node pca. The root cause for the thermally damaged amp could not be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.